Event description:
It was reported that the patient had been having withdrawals for six weeks. The patient noted that at her last refill on (B)(6) 2013 she wanted the clonidine in the pump decreased. After the programming change and refill, the patient felt like she ¿was dying.¿ the following morning she noticed a marked change in her symptoms as she ached from head to toe and was sweating. The patient contacted the pain center and reportedly was told it was not the clonidine. The patient lost seventeen pounds in seven days and was in withdrawals. The patient was in and out of the emergency room (ER) and noted the ER would not help her. She was only given intravenous fluids to treat dehydration but received no pain medications. ¿last friday¿ the physician elected to a myelogram or a test with dye. The physician saw the patient shivering and shaking and was concerned about the color of her skin. Reportedly, the test revealed that the catheter had two leaks and a kink. The patient called to schedule the surgery but a surgery consult could not be scheduled ¿until monday.¿ there was expressed displeasure with the health care the patient had received as the patient felt the health care provider was not helping her and was later upset. The patient further noted the inability to urinate and would have to go to the emergency room to ¿get an IV¿ to be able to urinate. The patient then reported to have been given oral dilaudid. She lost three more pounds and was still nauseated and reported her ¿hair is standing up¿ as every nerve ending in her body was ¿going crazy.¿ this device system delivered clonidine, bupivacaine, and dilaudid. It was further reported that the patient experienced underdose symptoms with systemic withdrawal. The catheter was noted to have a break in the distal segment, was explanted and discarded. Reportedly no diagnostic testing or troubleshooting was performed/required. It was further clarified that the device system delivered dilaudid. The patient was reported as alive without injury and that the issue was resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient no longer have concerns with the device or therapy. The patient stated ¿it was wonderful to have¿.